Event description:
It was reported that the hcp was having to increase the pt's dose and was considering device troubleshooting. No symptoms were initially reported. It was later reported that the pt was experiencing a loss of effect after initial good relief at 150 mcg/day. The drug in the device was reported as baclofen. A rotor test was performed (date not specified), results were negative. Refill volume was correct. X-ray performed on (B) (6) 2010, results were normal. A catheter replacement was performed on (B) (6) 2010. In the operating room there was fluid noted in the pump pocket and back pocket (small amount, less than 20 cc's). There was no obvious holes/fracture in the catheter. The hcp suspected a small hole along the catheter path. Later, it was reported that the pump was explanted and replaced (date not specified); there was suspected malfunction (unspecified). The pt experienced hypertonia. The pt outcome was reported as serious and ongoing. A f/u will be sent when add'l info becomes available.

Manufacturer narrative:
(B) (4).